Event description:
The surgeon reported that the iol folded incorrectly during advancement through the injector creating a crease. The lens was explanted and replaced during the same surgery.

Manufacturer narrative:
Based on the information provided and the risk assessment for the lucia product, we have determined that the following factors may have caused or contributed to the reported issue: improper handling: the difficulty during lens loading may have been caused by improper handling of the device during the preparation phase. If the lens was not handled in accordance with the recommended procedures, this could lead to difficulty in loading the lens properly into the injector. Use of inappropriate surgical technique: there is also the possibility that the difficulty encountered was due to the use of an inappropriate surgical technique or lack of familiarity with the specific injector system. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.